Event description:
Customer called to report that customer could not hear the audible tone. Troubleshooting was performed. The audible tone was very low. Device was not dropped, bumped, or exposed to moisture.